Event description:
It was reported by the plaintiff's attorney that "on or about (B)(6) 2008" the plaintiff was implanted with an ams sparc device, to treat stress urinary incontinence and pelvic organ prolapse. The plaintiff's attorney alleges the plaintiff has "suffered serious bodily injuries" and "infection, urinary problems, extreme pain, disfigurement and other injuries." The plaintiff's attorney also alleges that the plaintiff has experienced "significant mental and physical pain and suffering" and "additional surgery and medical treatment and she has sustained permanent injury" and other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.